Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted in resetting the pump, resolving the issue without further recurrence. The customer was advised to call back if the malfunction code appears again, which the customer acknowledged and understood.